Manufacturer narrative:
Image review: three static images were provided for review. The images provided do not show the valve implantation nor the dislodgement event. The images show the valve already dislodged into the ascending aorta. Since the dislodgement event was not captured it is not possible to validate cause of the dislodgement. The imaging shows a second valve was implanted. As listed in the instructions for use (IFU), potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, prosthetic valve migration/embolization. The patient¿s executive summary was not provided for anatomical review. Updated: a1, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, upon removing the delivery catheter system (dcs), the valve "spat out". Subsequently, a second transcatheter valve was implanted. Additional information was received that when the valve was in the last phase of 20% release, there was tension in the system and the valve dislodged into the ascending aorta at the end of valve release.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial/lot #: (B)(6), ubd: 13-sep-2026, UDI#: (B)(4) the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, upon removing the delivery catheter system (dcs), the valve "spat out". Subsequently, a second transcatheter valve was implanted.